Event description:
It was reported that the pump exhibited error code 44510 and a red screen. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (B)(4). , d3, g1, and g2 email is: regulatory.responses@icumed.com. One device was returned for analysis. Visual inspection showed a cracked battery door and scratched lcd lens. The tamper seal was broken. Review of the event history log (ehl) showed system faults 44,510. A functional test was performed and the reported was not duplicated. The cause of the reported issue was unknown. As a result, the main board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.